Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother stated that sensor electrode is missing. The customer's mother was asked how many sensors have had this issue. The customer's mother stated that one had a bent cannula and one had been stuck in the serter. The customer was advised that we are sending replacement sensors and serter.